Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported, my aligners didn't work out. I made it a little far, until they caused one of my teeth to die. I'm not exactly sure what happened, but as my dentist explained, it was from the aligners. I'd like to retry the treatment plan and see if it was the aligners or just genetics. There was a 100% money-back guarantee if anything went wrong and something went wrong. So, I'd like to get my 100% money back and retry this. Clinical review: the case is still open, but there is a lack of information. The patient does state, that the aligners caused one of her teeth to die.